Event description:
The patient received 4 orthovisc injections. The first injection was on (B)(6) 2012 and the next 3 shots a week apart. The patient reported back pain 3-4 days after 1st injection. Updated (B)(6) 2013 - patient stated his back pain was severe. The pain started approximately 3 days after his first injection and progressively worsened. The patient reported the back pain goes down his left buttocks then continues down his leg to his calf. The patient suspected a sciatic nerve problem and went to a chiropractor with no relief. The patient's orthopedic doctor prescribed prednisone, celebrex and flexural. Patient also reports he received a steroid shot in the left buttocks on (B)(6) 2013.

Manufacturer narrative:
The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.